Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration, 1 years and 2 months after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was moderate. Bone resorption was observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.